Event description:
It was reported the pt experiences pain and has difficulty charging due to the shallow implant depth and the location of the ipg pocket site. The pt has also lost a significant amount of weight. The pt was educated on using the charging belt and is able to charge and is receiving stimulation. The pt is to follow up with her physician concerning a possible pocket site revision.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.